Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Reportedly, the off-label insulin usage resulted in a blocked cartridge. Reportedly, the customer will change the cartridge to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Change your cartridge every 72 hours or as recommended by your healthcare provider.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.